Event description:
Svn: (B)(6). Start date of the sensor: (B)(6) 2023; start hour of the sensor: 3; sensor start missing reason: 4; location of sensor insertion: abdomen 5; date of sensor alert: (B)(6) 2023; hour of sensor alert: 7; sensor alert missing reason: complaints text (B)(6) 2023 12:35:03; erp_rfc_user related svn (B)(6). Complaints text (B)(6) 2023 12:34:15 castav3 customer concern: I wanted to report an issue that I had with a sensor. Last night, after eating, I inserted a new sensor, then calibrated. I went to lay down. Then it crashed, it went down to sg43, but bg was bg180. Then I put that in and it said to change the sensor. (B)(4): change sensor/sensor updating/sg value not available/calibration not accepted document system model number: 670 document transmitter model: 7811 would customer like to continue troubleshooting to review factors that may lead to sensor alert?: no document sensor alert reported by customer. Calibration not accepted. Alert change sensor alert. Is non-serialized product being replaced?: yes. Inform customer about product replacement policy. Document replacement mmt# and quantity: 1. Mmt-7020b is non-serialized product being returned?: no. (B)(4): sg vs. Bg guardian sensor 3/guardian 4 sensor document system model number: 670 document transmitter model: 7811 was insulin delivery suspended due to sg vs bg difference?: no document sg value from reported event: 43.00 mg/dl document bg value from reported event:180.00 document the difference in value between sg and bg:137.00 is difference between sg and bg within the target range?: no t/s exit reason: customer declined/unable to t/s is any product replacement/return needed?: consumable product is non-serialized product being replaced?: yes inform customer about product replacement policy. Document replacement mmt# and quantity: 1 mmt-7020b is non-serialized product being returned?: no.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.